Manufacturer narrative:
The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
During advancement of the viperwire advance guide wire, the viperwire was accidentally advanced into a tributary. The viperwire was pulled back and advanced properly. However, the tip of the viperwire went backwards and perforated the vessel. Two coils and a balloon were used to achieve hemostasis. The percutaneous coronary intervention was abandoned.